Manufacturer narrative:
Additional information was received that the patient no longer needs to undergo a pocket revision as they are not having trouble charging.

Event description:
A report was received that the patient will undergo a pocket revision due to charging difficulty and the pocket being too deep.

Event description:
A report was received that the patient will undergo a pocket revision due to charging difficulty and the pocket being too deep.